Manufacturer narrative:
Evaluation summary: the analysis results showed that the cs40g device was rec'd in good visual condition and with the original cartridge loaded in the device. The cartridge was rec'd loaded with staples, with the washer uncut and with the knife position recess below cartridge deck. While performing the functional, test it was noted that the device release button was broken, no functional test could be performed due to the condition of the device, as it would not allow the device to close.

Event description:
It was reported during a low anterior resection procedure that after closing the gun, a crack was heard and the gun would not fire (not the usual sound). On inspection, the gun rattled when shaken and a small piece of grey plastic fell out. The staples were produced during inspection after the incident. There was no adverse pt consequence.